Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and then run out of battery. The blood glucose at the time of the incident was 400 mg/dl which she treated with manual injection and changed the battery. Troubleshooting was performed. Insulin did exit the tubing when the customer disconnected at the quick release. The customer removed the infusion set and stated the cannula was trait. It was advised that the site may have been occluded and to change the entire set. Blood glucose at the time of the call was 266 mg/dl. The device will not be returned for analysis.